Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited a diagnostic anomaly resulting in inappropriately labeled mode switch episodes. No intervention was performed. The patient had no consequences.